Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 valve, esheath insertion difficulty was observed. The patient's access vessel had moderate tortuosity and calcification from left common iliac artery (cia) to aortic bifurcation. As the minimal luminal diameter (mld) was 4.8mm, sheath was expected as passable. The first attempt to insert an esheath tortuosity blocked the sheath and dilation with a 7mm balloon dilatation catheter was performed twice. The esheath was replaced with the new one and the guidewire was replaced with a lunderquist. There was still difficulty with insertion. Dilation was executed by 8mm balloon dilatation catheter. The esheath was replaced with a new one again; however, it was still difficult to insert. A stent graft (8x59mm) was implanted in the left cia. The stent graft was dilated with a 9mm balloon dilatation catheter. The sheath was able to be inserted. The esheath was dilated with a 7mm balloon dilatation catheter to make sure the delivery system was able to pass. The delivery system was able to be inserted without problem. After the valve was implanted, angiography confirmed that there were no vascular complications. The procedure was closed.the physician commented that the esheaths were blocked by the vessel tortuosity and calcification. The tip of the third sheath had slight damage in a vertical direction. It appeared to be a split in the distal tip.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed one other complaint for difficulty inserting the sheath in the patient from this same lot. During manufacturing of the esheath instroducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and procedural training manual were reviewed. The proximal tapered end of the sheath is larger in diameter. During sheath insertion, hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure fully expandable portion remains completely within the vessel for proper hemostasis. Ensure the sheath tip is inserted beyond the aortic bifurcation (above the renal arteries). Do not use if the sheath is damaged (i.e. Kinked or stretched). Heparin should be given prior to sheath placement to ensure act>=250 sec. Use a stiff wire (for peripheral access only) in case of peripheral tortuosity. Utilize wires such as supracore, meier (boston scientific), lunderquist (cook) . Apply tension to wire to provide firm rail for placement. Always observe fluoroscopy during insertion. Proper screening is critical to reducing vascular complications. Know position of sheath tip in the aorta. Perform contrast injection if: angulated aorta, aneurysms, or significant aortic atherosclerosis. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Do not force sheath. Once inserted, suture the sheath in place. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformance was confirmed, neither a product risk assessment escalation nor corrective/preventative escalation are required. The split distal tip of the sheath and inability to insert the sheath in the patient were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation, indicating that the device was not found damage out of the box. As reported, ''the physician commented that the esheath was blocked by the vessel tortuosity. Other factor for insertion difficulty was calcification. As the patient's condition was not well, it was good that the procedure was able to be done by transfemoral access. There were scratch marks on the first and the second sheath. The tip of the third sheath had slight damage in vertical direction.'' Per the training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification''. The presence of calcification and tortuosity can create a challenging pathway for sheath insertion. Calcification can create friction through contact with sheath shaft and can directly damage the distal tip, while tortuosity can create suboptimal angles that can further lead to friction through increased contact with the vessel. Additionally, any potential excessive device manipulation during the attempts to insert/advance the sheath into the access vessel could have further split the distal tip. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint events.